Event description:
During a follow-up in clinic, loss of capture due to dislodgement was discovered on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored